Manufacturer narrative:
.

Event description:
It was reported on 04/18/2016 that the patient's battery was replaced in (B)(6) 2014 and as a result she got an infection. After four months of antibiotics the generator and lead were removed on (B)(6) 2015. The design history file for the generator and lead were reviewed and confirmed that the devices were sterilized prior to distribution into the field.